Event description:
During inservice phase, rep suggested removing the pump battery to interrupt function for a short time rather than using the "interrupt function (push stop button twice) because the pump alarms every two mins while interrupted. Users extrapolated this info into taking the battery out of the pump at the end of therapy as an easy way to turn it off, rather than turning the pump off per MFR recommendations. This created two problems. 1. When the pump is turned on for another use, the old program resumes and users are prompted to change or accept program parameters rather than enter new parameters. This creates potential errors of medication doses too high or too low. With co's standard drug concentrations, a 10-fold error potential exists. 2. When the battery is removed even to suspend function, there is no alarm to prompt restarting the pump at the appropriate time. A third concern has been confusion in the display of the operating modes. Even when users select the "mg" or "mcg" settings, all the shift totals are displayed in "ml" creating an impression of error where none exists. Co recommends having shift totals displayed in the parameter that has been selected. For example, if "mg" or "mcg" is selected, then the totals should be displayed in "mg" or "mcg". These concerns have potential for pt harm.